Event description:
Knee revision, removal of three implants, two were unidentifiable. A femoral component and tibial insert were unidentifiable.

Manufacturer narrative:
An unknown femoral and tibial insert were also reported. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.